Manufacturer narrative:
Device used in treatment. The device was not returned for analysis. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. There was no specific performance related failure reported by the user. The device passed all in-process and qa final inspection steps before shipping to the customer. No further investigation is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
It was reported that patient was admitted for high risk angioplasty. During the access at the femoral artery for placement of the impella cp, 150cc of blood lost noted which prompted placement of a new 14fr x13cm introducer. There was no surgical intervention or blood products required to control the blood loss. Angioplasty procedure was done with impella support. However, there was no product problem reported. No additional information is available and no other adverse event was reported.